Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. It was unknown using insulin pump system within 48 hours of reported high blood glucose event. It was unknown the auto mode feature was active or not at time of high blood glucose event. Customer did allege insulin pump was under delivering. Customer performed displacement test it was passed. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. The customer alleged possible under delivery anomaly on (B)(6) 2022. The customer alleged high bg's, bolus anomaly and device clicking noise anomaly. On svn (B)(6) the customer alleged no delivery alarm on (B)(6) 2022. The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0876 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The device recognized the water filled reservoir that was installed in the reservoir compartment. The device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. The units left on the device status screen was 114.5 units. The device was programmed with test boluses and monitored. All boluses delivered properly with water exiting the infusion set during bolus deliveries. All boluses were listed in the device daily history screen. No bolus delivery anomaly, unexpected clicking noise anomaly or prime/fill anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses delivered on the event date. (B)(6) 2022 04:22:26.000, normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 2.8, bolusamountdelivered = 2.8; (B)(6) 2022 04:37:30.000, normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 0.9, bolusamountdelivered = 0.9; (B)(6) 2022 06:20:54.000, normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 1.9, bolusamountdelivered = 1.9; (B)(6) 2022 10:08:49.000, normalbolusdelivered, bolusprogrammingmethod = manual bolus, normalbolusamountprogrammed = 1, bolusamountdelivered = 1; (B)(6) 2022 10:28:56.000, normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 3.5, bolusamountdelivered = 3.5; (B)(6) 2022 12:27:16.000, normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 5.1, bolusamountdelivered = 5.1; (B)(6) 2022 17:39:18.000, normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 8.3, bolusamountdelivered = 8.3. Please see below for the user suspend listed in the device history file. (B)(6) 2022 21:30:49.000, insulindeliverystopped, reasonforinsulindeliverysuspension = user suspended. There was no auto suspend or device alarms on the event date noted in the device history file. There was no "no delivery alarm" noted in the device history file on (B)(6) 2022. The device passed the functional testing. Unable to confirm alleged high bg's. The customer alleged possible under delivery anomaly was not confirmed. Bolus anomaly and device clicking noise anomaly were not confirmed. Insulin flow blocked alarm/no delivery alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.